Event description:
It was noted that shortly after the implant procedure, an alert triggered on the right ventricular lead for high rate episode with oversensing. The electrogram was most consistent with noise noted with grommet breach. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4) the product was not returned to the manufacturer, but performance data was received and analyzed. The save to disk noted lead oversensing. Two lfp high rate non-sustained episodes less than or equal to217 ms average ventricular cycle on (B)(6) 2012.